Manufacturer narrative:
The actual sample was returned to the manufacturing facility for evaluation. The actual sample was received in the state where the catheter and guide wire were combined with each other, with the distal segment of the guide wire, approx. 34mm in length protruding from the catheter at approx. 34mm from the distal end of the catheter. The guide wire was withdrawn from the catheter and both devices were rinsed for further inspection. Inspection of the actual catheter sample found that the shaft had been almost cut through at approx. 34mm and 39mm from the distal end. Magnifying inspection of the damaged segments obtained the below findings: at 39mm from the distal end, the outer layer had been elongated and whitened; and at 34mm from the distal end, the reinforcement was exposed. Electron microscopic inspection of the damaged segments found a trace indicating that the shaft had been pinched with an object at 39mm from the distal end. The outside and inside diameters were confirmed to meet the specifications, being comparable to those of the current product sample. The bending strength of the shaft was confirmed to meet the specifications, being comparable to those of the current product sample. Inspection of the actual guide wire sample did not find any visible anomaly. Magnifying inspection of the outer surface found two narrowed segments respectively at 135mm and 140mm from the distal end. The locations of these narrowed segments were found to match the damaged segments on the catheter when the guide wire was inserted in the catheter. The outside diameter was confirmed to meet the specifications, being comparable to that of the current product sample. Reproductive testing was conducted on a current product sample from the involved product code. The catheter combined with the guide wire was inserted into a guiding catheter fitted with a two-way stopcock and the stopcock was turned by 30°. As a result, the state of damage very similar to that on the actual sample was duplicated on the catheter and guide wire. The production lot number was not provided by the user facility, which prevented review of applicable production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitely determined based on the available information, it is likely that a stop-cock manipulation was applied on the involved guiding catheter which had the actual sample in its inside. Consequently, the actual sample was subjected to a pinching force, resulting in the generation of the damage observed on the catheter and guide wire. Subsequently when the involved coil was inserted into the catheter, it came out of the cut generated end of the shaft. The potential for such an event is addressed in the instructions-for-use. The IFU states: if the guiding catheter is fitted with a stopcock, do not close the stopcock with the micro catheter system inside the guiding catheter. The micro catheter system may be broken. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that during an emergency operation the coil came out of the progreat device. Follow up communication with the user facility confirmed the following: while the involved idc coil was being advanced in the actual sample, the coil came out of the actual sample on the lateral side of the shaft; the procedure being conducted was an angiography; the procedure was completed successfully; and there was no impact to the patient.